Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one MRI implantable port was returned for evaluation. Gross, microscopic evaluation and functional testing. The investigation is confirmed for difficult to flush, failure to aspirate and obstruction of flow issue as the port stem was observed from the distal end and it was apparent that some unknown material was blocking the path of the port. An in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port body would not infuse nor aspirate; extreme resistance was met. Destructive testing was performed to remove the port septum to investigate the blockage. An unknown gel-like material was retrieved from within the port stem. This condition was caused during the manufacturing process, and the cause of the observed material blockage was determined to be manufacturing related. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port device implant, resistance was allegedly felt during flushing of the device. It was further reported that the port was allegedly unable to be aspirated. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 12/2023).

Event description:
It was reported that post port device implant, resistance was allegedly felt during flushing of the device. It was further reported that the port was allegedly unable to be aspirated. There was no reported patient injury.